Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as the item number of the device is currently unknown. D10: concomitant medical products: item: unknown - unk z1 stem size 4 - lot: zb2400368, item: competitor - unk stryker cup - lot: n/a, item: competitor - unk stryker trident liner - lot: n/a, item: unknown - unknown screw - lot: unknown, item: unknown - unknown screw - lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that within one-year post-hip implantation, the patient received imaging and fluid aspirations due to left hip pain an d limited range of motion and was diagnosed with trochanteric bursitis. Diagnostic imaging displayed synovial expansion, atrophy of short external rotator muscles, tendons scarred to posterior capsule, tendinosis of the gluteus medius, and proliferated bone of the greater trochanter which was later seen impinging the gluteus minimus. Two aspirations were performed without significant findings associated with infection and serum titanium levels were elevated at 10 mcg/l. All implants remain in place, and imaging displays the cup and femoral components well fixed. Attempts have been made and no further information has been provided.